Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the actual date when the medical event occurred is unknown.

Manufacturer narrative:
As product was not returned and the test strip lot reported is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported that some time prior to calling customer service on (B)(6) 2011 she experienced symptoms of low blood sugar, but noted her freestyle freedom lite blood glucose meter "did not document the reading correctly" (no actual readings were reported) and because of this she continued "as was" and subsequently experienced tremulousness, blurred vision and a loss of consciousness. Customer further reported the loss of consciousness resulted in her falling under her bed. When she woke up, "hours later" she noted the appearance of bruises and abrasions on her arms. Paramedics were called and treated her on the scene with peanut butter, jelly and yogurt. Customer denied self-treating. There was no report of death or permanent injury associated with this event.